Event description:
Healthcare professional (hcp) reported injecting a patient in the c1 and c2 with 2ml of juvéderm® voluma¿ with lidocaine and 4ml of juvéderm® volux¿ in the jw1, jw3, jw4, and jw5. Patient noted 3.5 months post injection they began to experience "hardened, unilateral, painful nodules". Hcp noted three palpable nodules in the dermis that are visible on ultrasound. The nodules are located in the area of jw4 and jw5. Hcp treated the patient with 300u of hylase into the nodules. Two days later, the patient experienced an increase in pain and swelling, which did not improve with ibuprofen. Symptoms are ongoing. This relates to juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional: hcp later noted "volux seems to have sunken down". Symptoms resolved 18 days post onset. This was the initial use of the syringe. A cannula was used.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b3, b5, b7, e1, h6, and h8.